Event description:
The minerva device was to be used during surgery and passed the safety checks. The minerva was deployed and initially started to ablate but then had an error message (code 106) and an alarm sounded. The device stopped itself automatically and was removed. A new minerva handpiece was opened and passed all of its safety checks. This device was utilized without incident.